Manufacturer narrative:
(B)(4). Batch #: 294a35 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no reload present and with the anvil partially detached since two plastic posts on the proximal end and one on the distal end were missing as if the anvil was pulled out off the device. No functional test could be performed due to the condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, intra -op, while the surgeon was using ntlc75, upper part of the sheath of anvil haft was removed from the device. The surgeon was not able to fire with the gun and hesitated to use another gun to fire with the next reload to complete the procedure. No fragments were generated. There was no delay to the surgery. The surgery was completed successfully. There were no patient consequences.